Event description:
I'm experiencing "sensor errors" with my dexcom g6, leading to my insulin pump to incorrectly dose me, resulting in an extended period of going on 12 hours and not showing signs of stopping. I tried to report this to dexcom, and just like every time when I try to report an issue, they make it nearly impossible to complete the filing of a problem. I originally thought they didn't want to pay to send a replacement, but at this point it feels like they want to prevent as many consumers from being able to report defects that could further implicate them in their current recalls and lawsuits. The lot number I'm currently using is not on the list currently, but I bet it should be and they're trying to keep me from reporting additional products. My blood sugar is only being received about half the time, confusing the algorithm to my insulin pump and it's impossible for it to dose me correctly. Blood sugar has ranged in the upper 200s for almost 12 hours. It reached 97 once briefly and due to a lack of glucose readings coming in, my omnipod insulin pump reduced how much insulin it was giving me, causing the glucose to skyrocket back up. This is happening on repeat still as the device readings go in and out. Cvs, (B)(6), purchase date: (B)(6) 2026. Continuous glucose monitor for type 1 diabetes.